Event description:
The customer reported getting a recurrent error message.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.